Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No battery out limit alarms noted. Traces of moisture were found at the electronic and motor assemblies. The unit was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported forgetting to take off the insulin pump before getting into a hot tub. Customer stated that the insulin pump powered on, but would return a battery out limit and none of the buttons would respond. Blood glucose level was 294 mg/dl at the time of the call. No further information was provided.